Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). (E1) initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified, measuring 22mm in length, starting at 4mm proximal from the distal markerband and extending to 25 mm proximal from the proximal markerband. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no issues with the device shaft. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 7.0 x 100 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 15 atmospheres, the balloon ruptured. The device was removed and a pinhole was noted on the balloon material. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 7.0 x 100 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 15 atmospheres, the balloon ruptured. The device was removed and a pinhole was noted on the balloon material. The procedure was completed with another of the same device. No patient complications were reported.